Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-april-2024, it was reported by the patient that infusions set cannula was kinked after 3 hours of use due to which hyperglycemia occur. On (B)(6) 2024 he was hospitalized and discharge on (B)(6) 2024. Infusion set was placed in abdomen. High blood glucose level was 350 mg/dl. High blood glucose level was treated by the IV and fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.